Manufacturer narrative:
Analysis revealed that there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. Electrical testing of both the lead and the extension determined continuity was complete and no electrical shorts were identified between the circuits. There was no significant anomaly found with the extension. Other applicable components are: product ID: 3387-40, lot# unknown, explanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), explanted: (B)(4) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system; other applicable components are: product ID: 3387-40, lot# unknown, explanted: (B)(6) 2017, product type: lead. Product ID: 37086, lot# unknown, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative regarding a patient implanted with deep brain stimulation (dbs). It was reported that the lead and extension were replaced as the patient experienced shocking when the system was turned on. Impedances were checked and found to be normal; the hcp could not find the cause of the shocking. There were no known environmental/external factors that may have led to the shocking. The event resolved, and the patient was no longer experiencing problems. No further patient complications anticipated.